Manufacturer narrative:
Lot review: a review of lot# 3456323 showed (B)(4) units manufactured, tested, inspected and released in may 2017 citing no exception documents. Receiving inspection: received one (1) used ch3581, oncology kit w/spinning spiros®, c-clip, red cap; lot# 3456323. One (1) new ch3581, oncology kit w/spinning spiros®, c-clip, red cap; lot# 3456323. One (1) new ch3581, oncology kit w/spinning spiros®, c-clip, red cap; lot# 3374555. One (1) new smartsite infusion set (carefusion). The as received one ch3581 sample was primed and spinning feature wasn't activated. Functional testing: each of the returned ch3581 spinning spiros were connected to the new smartsite infusion pump set (10015645). The connection, residual, and disconnect torque values were measured and met product specification. Qe analysis summary: the ch3581 spinning spiros were all returned without the spin features activated. Each of the ch3581 spinning spiros were securely connected to the smartsite infusion pump set (B)(4) male luer when the spin feature was activated during connection. All spiros met product specification and did not disconnect when attached. ICU medical will monitor and trend.

Event description:
Complaint received regarding one ch3581. Report states: chemo leak happened between primary tubing and spiros. No adverse patient consequences reported.